Event description:
It was reported that the right ventricular lead had a steady increase in threshold and impedance due to potential exit block. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable pulse generator 2008 (B)(6). (B)(4).